Manufacturer narrative:
The device was returned for evaluation. Functional testing; this showed the device leaked from the tank cover. Examination showed the leak came from cracks in the tank cover. The cracking was determined caused by user damage.

Event description:
It was reported the device was leaking. Issue was found during testing with no patient involvement.